Event description:
The report stated that oozing under 200c occurred after sealing with the device. Another device was used to complete the procedure without incident.

Manufacturer narrative:
Date of initial report: 01/13/2009. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.